Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009, patient presented with following pre-operative diagnosis: degenerative disk disease l4-5 and l5-s1. Disk bulging l4-5, l5-s1. Patient underwent following procedure: l4-5 and l5-s1 de-compressive laminectomy and fusion using interbody cage and rhbmp2/acs, pedicle screw l4-l5 to s1, local autograft and bone graft extender for posterolateral arthrodesis. Per op notes: the pedicle screws were connected to the titanium rods. Distraction was carried across the l5-s1 level. The end plates were decorticated. Disk material was removed. End plates were decorticated. Then a cage size 10 mm, was packed with rhbmp2/acs containing sponge and local auto graft, and then placed in the disk space at l5- s1. The transverse processes were decorticated with the drill and rhbmp2/acs sponges. On (B)(6) 2009, patient discharged. Patient alleges unspecified injury due to the use of rhbmp-2.